Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an atrial fibrillation ablation procedure. Following the procedure, it was found that atrial scar tissue had formed resulting in exit block on the patient's atrial lead. Due to the lead failing to capture, it was explanted and replaced. The patient was stable.